Manufacturer narrative:
Correction: h6 correction to reflect intervention.

Event description:
New information received noted an additional instance of post-paced t-wave oversensing (pptwos).

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) post-paced t-wave oversensing (pptwos). Programming changes were made successfully. There were no patient consequences.